Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that during use of the listed device, a pt received a burn on their finger. The burn was treated with ointment and bandaged. No permanent adverse effects to the pt were reported.